Manufacturer narrative:
The visual inspection revealed that the distal end appears slightly twisted. Dried body fluid found on the handle, main shaft, and distal end. Dried saline found on the distal end and inside several irrigation ports. The dimensional inspection revealed that the tip motion was evaluated against a curve template. The right and left curves failed to reach the specified template area. The functional inspection revealed the tension control knob functioned properly on both lock and unlock positions. When the steering knob was turned clockwise, the distal end remained straight instead of a right curve. No abnormal resistance was felt when actuating the steering mechanism. The x-ray found slack in the right steering wire at the hub and corrosion possibly along the center support between rings 2 & 3. Also found a break in a steering wire approximately 10cm from the end of the tip. The distal end was dissected. Corrosion was confirmed along the steering wires/center support at the distal end. Also found corrosion on the guide coil underneath the clear tubing. The right steering wire was also corroded, especially at the broken end. The break at the end of the wire looked like it was caused by corrosion. The handle was dissected and there was no sign of fluid leaks inside. Next, an irrigation line was connected to the luer fitting, and with a metiq pump set to 30ml/min, no leaks were observed between the handle and the dissected distal end.

Event description:
Reportable based on device analysis completed on 09jan2020. It was reported that a steering mechanism break occurred. During an ablation procedure for left atrial flutter a intellanav oi catheter was selected for use. At the beginning of the procedure the catheter functioned well, then the catheter made a short sound and could not bend anymore. The physician completed the procedure successfully and there was no patient complications. However, device analysis revealed fluid ingress at the distal end.